Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was discovered the right ventricular lead was not capturing. X-rays confirmed the cause was lead dislodgement. When the physician attempted to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information noted the patient initially presented to the emergency room with dizziness.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were unconfirmed while the helix extension event was confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported helix event was isolated to the helix being clogged with blood, blood on the inner coil, and an overtorqued inner coil. X-ray, electrical, and mechanical testing found no other anomalies. The h3 radio button in the first follow up report should have been selected "no" instead of "yes" as the product was received but evaluation had not yet begun.